Manufacturer narrative:
Visual inspection no significant deformations or damage of the valve were detected during the visual inspection. Permeability test a permeability test has shown that the progav valve is permeable. Adjustment test the progav valve was tested and is adjustable to all specified pressures. Breaking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances.. Computer controlled test to test the opening pressure, a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow was used. The progav valve is operating within acceptable tolerances. The valve was dismantled and inside the valve was found a build-up substances (likely protein). Based on our investigation, we are unable to substantiate the claim of under-drainage. The valve operates within the specified tolerances. However, it is possible that even small deposits, as observed inside the valve, could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Weight: unkown. Height cm: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is blocked. Explanted." Item # reported involves component progav 2.0 with shunt assistant and distal catheter. Shunt assistant serial # (B)(4). Progav serial # (B)(4).